Event description:
The facility's clinical engineer reported an infusion pump with an 807:07 failure code. A baxter quality representative attempted to contact the facility to obtain info regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, medical intervention, pt injury, and whether or not the device was in use on a pt when the failure occurred, but no additional info was available. No additional contact info was identified.